Event description:
Surgical stapler misfired, some staples were left in the staple load after firing. We then attempted to staple the mesoappendix; however the stapler misfired. On opening the stapler's jaw we could see that a portion of the staples had fired, but it had not fully engaged nor transected the tissue. As such, the stapler was removed.